Event description:
Tbm scott states the provider stated the caster is wobbly on the lift. Tbm did not have the correct serial number or know which caster had the issue. Tbm will call back with the additional correct information. Tbm states model 9805p, no further information provided.